Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Return of loan unit due to end of therapy. Patient died last (B)(6) 2022. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Return of loan unit due to end of therapy. Patient died last 03/28/2022. There was no report of medical intervention. No additional information can be requested at this time. This report is being sent to correct the previously filed report. The manufacturer received information that a device was being returned since a patient has passed away. There is no allegation against the device at this time, the device was not returned for evaluation. The device is not part of the recall. Section d7 and d9 have been corrected accordingly.

Manufacturer narrative:
The problem code grid, patient outcome code grid and component code grid has been updated/corrected in this report. In this report, box h has been updated/corrected.